Event description:
It was reported that the pt had a catheter revision due to a microleak. It was unsure if the distal catheter had a leak, so that was replaced too. The intrathecal piece was replaced as well, but the old catheter was left intact but tied off. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).